Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved 96" (244 cm) appx 9.7 ml, transfer set w/check valve, t-connector, microclave® clear, anti-siphon valve, 0.2 micron filter, 2 clamps, luer lock that the customer reported cracked and leaking filter, occluded tubing, cracked line, and brown sediment in the filter. There is patient involvement and a delay in therapy, however, no patient harm.

Manufacturer narrative:
Received two used samples of the 96" (244 cm) appx 9.7 ml, transfer set w/check valve, t-connector, microclave® clear, anti-siphon valve, 0.2 micron filter, 2 clamps, luer lock. The complaint of brown infusate sediment could be confirmed. As received there were brown infusate residuals observed in the in-filter of each sample. There was a yellow brown infusate observed in the tubing. No brown infusate observed passed the filter. The set was primed, and the fluid collected and filtered. No particulates observed. No sedimentation or brown infusate was observed to pass the filter during testing. The returned two used sets met product specification. The device history review (DHR) could not be conducted because no lot number(s) was/were identified. Additional information: d9 - date returned to mfg is 3/18/2022.

Manufacturer narrative:
Additional information in section b5 and d10.

Event description:
Additional information received from the customer that the leak occurred on the line. The medication involved during the event was parental nutrition (pn). The tubing and drug was replaced and therapy was resumed.